Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance. The ra lead is explanted and replaced with a new lead on (B)(6) 2025. The patient was in stable condition.